Event description:
The haptic of the lens was found broken upon the opening of the lens carrier.

Manufacturer narrative:
The lens was received positioned incorrectly in the open carrier with visible dried solution on the lens optic. One haptic of the lens was found bent. Neither haptics were found broken.